Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection of this lead confirmed dried blood/body fluid was noted in the lead lumens. Testing was completed to assess lead electrical performance and measurements were within normal limits. A guidewire insertion test was performed and it failed approximately 673 millimeters (mm) from the terminal pin, approximately 10 mm from the tip. Analysis on prior leads has shown the failure mode is likely an agglomeration of blood/body fluid and possibly polymer from the lead/guidewire interaction (lead polymer and guidewire polymer). This is typically due to interaction between the lumen and an inserted stylet or guidewire, a known inherent risk of the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The "adverse event related to procedure" investigation conclusion code was selected.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to a product performance issue. A new lead implanted instead on the left bundle branch (lbb). No additional adverse patient effects were reported outside the revision procedure.